Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic) which potentially inhibited pacing, oversensing and noise on electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.